Manufacturer narrative:
A product evaluation investigation was performed: two 03.617.905 drivers were received with a fracture tip at the laser weld. Both of the drivers were received with the liberated fragment missing. As the tips broke at the weld, this implies that the end user may have not used the 1.2 n-m torque limiting attachment which is required for final tightening per the surgical technique. The 03.617.905 is one driver out of multiple options for inserting and final tightening zero-p screws. The 03.617.905 allows for insertion at difficult angles due to the patient anatomy (typically more cranial or caudal cervical disc levels). Engineering drawings were reviewed and one drawing specifies that a functional laser weld with filler material with a minimum torque requirement of 2+/-0.2 n-m. As the tips broke at the weld, this implies that the end user may have not used the 1.2 n-m torque limiting attachment which is required for final tightening per the surgical technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical decompression fusion (acdf) procedure, the surgeon was performing a final tightening of the locking screw when the tip of the screwdriver broke off into the screw. The surgeon retrieved the tip fragment then used a new screwdriver to tighten the same screw and its tip also broke off into the screw. The surgeon retrieved the tip fragment. A third screwdriver was used to tighten the screw. There was no report of injury to the patient and no reported surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.